Event description:
Description of event: it was reported that they can't cope with their CPAP machine and reported they are having "problems" with it. Patient stated they are going to have a sleep endoscopy done to see if they may be a good candidate for inspire therapy. Patient mentioned they have obstructive sleep apnea and stated they have had all kinds of tests done on them so far and their doctor said this is the last test they can do. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).